Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 150 pen needle bd ultrafine 31gx5mm /10ea had missing label information during use. The following was reported by the initial reporter: "collective box with different measures than usual and labeled as generic box"